Manufacturer narrative:
Concomitant medical products: 4092-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post open heart surgery a polarity switch was noted on the right atrial (ra) lead and high thresholds were noted on the right ventricular (rv) lead. The leads were reprogrammed and they remains in use. No patient complications have been reported as a result of this event.